Event description:
Clinicians were defibrillating a patient with multi-function electrodes attached. The patient was administered one delivery of energy at 120 joules, one delivery of energy at 150 joules, and three deliveries of energy at 200 joules. Upon the sixth discharge of energy at 200 joules, the electrodes made an arc sound, and the device displayed a "check pads" message. The clinician placed a second set of electrodes on the patient. And upon a discharge of energy, the electrodes made an arc sound. The clinicians placed a third set of electrodes on the patient and successfully defibrillated the patient with two discharges of energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.